Manufacturer narrative:
Follow-up #1: date of submission 19-dec-2017 device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: a review of the black box showed evidence of an unexplained power on reset event. The battery cap and compartment were undamaged and were able to fit securely. The pump powered up with auditory and vibratory alarms to a blank display. The pump cover was removed to find the display screen shattered and cracked. The test display was installed and was fully functional and illuminated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.